Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the air alarms to the pt standing at the end of treatment allowing air into the circuit via the catheter. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff reviewed the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred when the pt stood up at the end of two routine hemodialysis treatments. Partial rinseback was performed for one of the events, resulting in an estimated total blood loss of 317cc. No medical intervention was required.